Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's usb cable had wires exposed. Reportedly, the customer was able to charge the pump with an alternate cable. There was no impact to the customer's blood glucose.